Event description:
The customer reported the evis exera iii video system center is unable to display image when the scope is connected. The pigtail was changed and the graphics generated; however, the no image issue persisted. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The product was not returned for investigation and the complaint was not confirmed. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.